Manufacturer narrative:
The device was returned for analysis. The reported ¿proximal guide was bent¿ was confirmed. The reported ¿anterior foot was not fully retracted¿ was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was done with two prostyle devices using the pre-close technique via a 5f sheath hole prior to a endovascular aneurysm repair (evar) interventional procedure. The first prostyle suture was successfully pre-placed. The device was then removed without issue. It was then observed that the proximal guide was bent and the anterior foot was not fully retracted. The same occurred with the second prostyle device. The sheath was upsized to a 16f sheath and the evar procedure was completed. Hemostasis was achieved with the same two sutures. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device is filed under a separate medwatch report number.